Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that there was a piece part missing from the lead. The connector of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned without the anchoring sleeve. Visual inspection found the df-4 connector was damaged/bent, damage at implant. There was dried blood visible on the helix. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure after the right ventricular lead was implanted, the physician noted that the suture sleeve was missing. The lead was removed and a new lead was used to complete the procedure. It is unknown if the extra suture sleeve was present in the box at all. No patient complications have been reported as a result of this event.